Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a break in a catheter was confirmed. The product returned for evaluation was one 4 fr s/l groshong nxt clearvue catheter attached to its two-piece connector. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a break was observed at the 40 cm depth marker. Two additional splits were located along the catheter, one between the 40 cm and 39 cm depth markers and one at the 39 cm depth marker. The catheter break and the two catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during regular maintenance, just flushing 1ml when flushing, it was found that the catheter was disconnected from the puncture point at 1cm in the body and fell off into the body, and the patient was urgently taken to the interventional operation to remove the remaining catheter in the body. The length of the catheter is complete. Surgically removed the catheter and patient was hospitalized for one day.

Event description:
It was reported that during regular maintenance, just flushing 1ml when flushing, it was found that the catheter was disconnected from the puncture point at 1cm in the body and fell off into the body, and the patient was urgently taken to the interventional operation to remove the remaining catheter in the body. The length of the catheter is complete. Surgically removed the catheter and patient was hospitalized for one day.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.